Manufacturer narrative:
The labeling on the dispenser states the following caution: "caution: follow recommended instructions: use only moderate force. Excessive use of the prep pad may cause patient discomfort and irritation." The products instructions also state: "1. Tear one inch of prep tape from dispenser. 2. Use a gentle brushing action to abrade each electrode placement site. 3. Apply the electrode with the gel column directly over the prepped skin site immediately after abrading the skin." It is possible the health professional may not have followed instructions.

Event description:
A female reported through a law firm that she was scheduled for an outpatient cardiac perfusion imaging test on (B)(6) 2014. Prior to a stress test that day, a physician wiped the woman's skin in approximately 7 areas on the chest, collarbone, and ribs with an "alcohol base" wipe and then rubbed the areas with 3m¿ red dot¿ trace prep. The customer alleged immediate "violent" pain and a burning sensation at the 7 sites. Although the female did not specify if electrodes were placed on the sites, she alleged that the physician did not continue with the stress test because he was "advised not to proceed after he got the results of the woman's electrocardiogram." No additional details were provided. The female alleged that the 7 sites were discolored and permanently "scarred."